Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details have been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of swelling as follows.

Event description:
Healthcare professional reported patient was injected by another healthcare professional with a juvederm "cheek filler in the lip." Patient developed a "large swelling." Patient was "taken to a and e" and given treatment with steroids and hylase. Symptoms have resolved.